Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Blook leak occurred fifteen minutes before the end of the patient's treatment and was noted on leak alarm. Blood leak was verified visually in dialysate. Treatment was discontinued and blood was not returned to the patient, with an estimated blood loss of 250cc. Hcp stated the patient was hypotensive at time of incident and was given 200cc normal saline via the pt's fistula needle. Hcp stated that the patient's blood pressure became stable and the patient left the unit in stable condition.